Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the pacemaker exhibited far r-wave oversensing which triggered an inappropriate automatic mode switch. Programming changes were made. The patient was in stable condition.